Event description:
It was reported during normal follow up, externalized conductors were observed via imaging. The patient was asymptomatic and no electrical anomalies were noted. Lead to be revised.

Manufacturer narrative:
No medwatch form was received.